Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy peritoneal effluent. The cause of the event was unknown. The same day as event onset, the patient was hospitalized for the event. The patient received unspecified treatment for the event. On an unreported date, the peritoneal cloudy effluent "subsided", the peritonitis was resolved and the was patient recovered from the peritonitis. Dianeal and extraneal therapies were ongoing no additional information is available.